Event description:
Information was received indicating that a smiths medfusion 4000 pump malfunctioned. When the pump unplugged from the wall to relocate it , the pump alarmed with a system malfunction-battery. The pump's history showed that there was a battery communication time out error. There were no adverse events reported.